Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three devices. Two needles were received. The visual inspection of the needle noted that each needle remained in the loading position. The two needles were loaded onto the pmv device. No difficulty was experienced in loading, unloading, or toggling the needles. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of received one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Patient information not provided. UDI not provided.

Event description:
According to the reporter, the needle snapped in half without torque or pulling.